Event description:
Customer reported via phone, once he finished completed changing the reservoir and infusion set and placed the device in his pocket. He heard the device was making noise as if it was priming and noticed half of reservoir was pushed out. Customer ripped off his site. Customer's blood glucose at the time was about 206 mg/dl, currently it was 68 mg/dl. Customer stated he is active at work and over bloused for his lunch and is causing the low. Troubleshooting was performed and customer agreed the device was working as designed. Customer stated he had done a self-test and requested the device be replaced. Device is returning for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The prime history showed that on (B)(4) 2015 at 7:43, a 1.0 unit cannula fill was performed and a 6.6 unit fill tubing was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.